Manufacturer narrative:
The returned pump was evaluated and upon disassembly, examination of the distal side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The two thrombi appeared similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed in this location over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, they were obstructing approximately 30 to 40 percent of the blood flow pathway and could have contributed to the report of elevated lactate dehydrogenase level. Visual examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient's pump was exchanged due to high lactate dehydrogenase and a positive ramp study. No additional information was provided.